Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a patient underwent treatment of a pseudoaneurysm which was the result of a previous endovascular procedure. The previous endovascular procedure involved non-gore devices. A conformable gore tag thoracic endoprosthesis was used to treat the pseudoaneurysm. On (B)(6) 2014, a cta revealed the thoracic aorta aneurysm had increased in size by 3 mm. There was a type iii endoleak seen in the aortic arch. The conformable gore tag thoracic endoprosthesis was shown to have been deployed in zone 3. There were two type ii endoleaks seen in the abdominal aorta at levels, l1 and l3. On (B)(6) 2014 the patient underwent a re-do sternotomy and aortic root replacement to address the cta findings seen on (B)(6) 2014. The patient tolerated the procedure.

Manufacturer narrative:
The patient did not have marfan's disease.

Manufacturer narrative:
Results: the imaging evaluation stated the following: on (B)(6) 2014: there appears to be contrast at the proximal end of the device. The contrast is visible on the arterial and delayed CT. Unable to confirm origin of endoleak with the images received. Maximum aneurysmal diameter ¿ 102mm x 104mm. On (B)(6) 2014: the head vessels appear to be re-implanted. There appears to be a device implanted in the proximal end of the previously placed device. The endoleak appears to be resolved. Maximum aneurysmal diameter ¿ 93mm x 108mm.

Event description:
In 2008, the patient underwent emergent repair of a type a dissection. He had a previous type b dissection and over time since this surgery he has had progressive dilation of his descending aorta despite a number of attempts with an endoluminal prosthesis. There was also a considerable pressurization of the false sac and a proximal type I endoleak. It was reported that the patient's medical history included marfans disease. On (B)(6) 2013, a patient underwent treatment of a pseudoaneurysm which was the result of a previous endovascular procedure. The previous endovascular procedure involved non-gore devices. A conformable gore® tag® thoracic endoprosthesis (tge454515/ 10459683) was used to treat the pseudoaneurysm and a type I endoleak, and was implanted as a proximal extension of a non-gore device. On (B)(6) 2014, a cta showed a remaining considerable pressurization of the false sac and a proximal type I endoleak which abutted to the ostium of the innominate artery. Reportedly, an aneurysmal enlargement of the thoracic aortic aneurysm was 3mm as compared to previous. On (B)(6) 2014, the patient presented for replacement of the aortic arch, debranching of the arch vessels and a proximal type I endoleak treatment. For the aortic root replacement an open surgery technique was performed with dacron devices. To complete the endovascular procedure, two conformable gore® tag® thoracic endoprostheses were implanted. The patient tolerated the procedure.